Event description:
Same case as 6000093-2007-00169. It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The initial procedure occurred in 2006. The patient presented with chest discomfort and an abnormal stress test. Angiography showed a heavily calcified, tortuous left anterior descending (lad) artery. Beyond the second diagonal branch, there was a 90% stenosis of the mid lad. The physician used a 2.0x11mm noncompliant balloon and performed angioplasty to the mid lad. The physician then attempted to place a taxus express2 2.5x16mm drug eluting stent to the mid lad, but after multiple attempts to cross the lesion, it was removed. A taxus express2 2.5x12mm stent was then used and deployed successfully at 8 atms. The stent was then post-dilated to 14 atms. There was a brief closure of the mid lad just after "takeoff" of the stent in the mid vessel. Angioplasty was then performed with a 2mm balloon just beyond the stented region. This restored flow to the lad, but the mid lad looked worse. At this point, the physician placed a taxus express2 2.5x16mm drug eluting stent and deployed it successfully at 14 atms. There was still significant narrowing in the mid to distal lad beyond the previously placed stent, so angioplasty was performed with a 2mm balloon. The patient continued to have low-grade discomfort, but there was good flow down the lad. The patient's creatinine was very elevated and it was decided that the procedure be terminated at that time. Reopro was to be run for 12 hours and plavix was prescribed at 75 mg for 9 months post procedure. Post procedure the patient had recurrence of chest discomfort and an abnormal electrocardiogram. The patient was taken back to the cath lab and angioplasty revealed that the stents were patent in the mid lad. Approximately 1 month post procedure, the patient presented again and angiography revealed 70% stenosis in the proximal lad, 90% stenosis in the first diagonal (dx) branch and 100% stenosis in the mid lad. A taxus express2 3.0x16mm drug eluting stent was placed in the proximal lad and a taxus express2 2.5x8mm drug eluting stent to the dx using the "kissing technique." The mid lad was then treated using a taxus express2 2.5x16mm drug eluting stent and a 2.5x24mm drug eluting stent. The patient tolerated the procedure well. No patient injuries or complications were reported.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined.